Event description:
In the process of contacting the pt that the device may be nearing end of service, it was discovered that the pt had developed a dime-sized opening in the skin in the area of the generator. The area around the opening was red and oozing, but the pt was afebrile. The pt's generator was explanted and a new generator was placed on the right side. It was reported that the pocket did not appear to be infected, but antibiotics were prescribed. Neurosurgeon indicated that the pt had developed incidental skin necrosis secondary to pressure on the skin. Further follow-up revealed that approx 12 days after generator replacement surgery, the pt developed redness at the neck incision site. The entire ncp system was explanted the following day. The pt is reportedly doing well and re-implant is planned but not yet scheduled.